Event description:
It was reported that a spectrum pump alarmed closed door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the customer reported that ¿close door message¿ was reproduced when loading a set. A review of the event history log revealed multiple door jammed alerts. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch hook was bent and not allowing the door to close as designed. The door hooks will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.